Event description:
It was reported to philips that the heartstart xl+ device failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device did not pass the self test. The reported failure was discovered outside of clinical use. No patient or user harm was reported. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Customer refused service.